Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that after flying in an airplane, the customer noted that an altitude alarm had occurred. The customer was unable to clear the alarm. The customer's blood glucose level was not impacted. The customer indicated they would be using insulin injectors to manage diabetes.